Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. No failed battery alarm noted. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that their insulin pump may have alarmed compromised force sensor system. Customer also received a failed battery test after removing the pump battery. The customer¿s blood glucose level was unknown at the time of the incident. Customer also states that their pump fell on a tile floor and has a protruded drive support cap. The insulin pump will be returned for analysis.